Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter: event date: (B)(6) 2019 it's found that there was leakage on the joint of the catheter and catheter hub in the flushing after the needle was retracted. The leakage was not found in the penetration. The catheter was removed immediately.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7083019. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter: event date: (B)(6) 2019 it's found that there was leakage on the joint of the catheter and catheter hub in the flushing after the needle was retracted. The leakage was not found in the penetration. The catheter was removed immediately.